Event description:
The pt had two leads (from the same lot). It was reported the pt had a significant coughing episode due to a non-device related issue. Over time the pt lost stimulation. An impedance check was performed and revealed high impedance. X-rays were taken and revealed one of the leads was fractured and the other had migrated. As a result, both leads were explanted and replaced.

Manufacturer narrative:
Evaluation: results: both leads were received complete. One of the leads had a kink 45mm from the cam impression and no wire damage. The other lead had fractured wires at the distal end of the lead anchor. The fracture occurred beyond the tip of the anchor and is consistent with a sudden overstress condition to the lead while implanted. The sudden fracture in the lead wire resulted in high impedance and a loss of stimulation. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.